Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when introducing the 2.25x08mm xience xpedition stent delivery system (sds) into the tuohy, the stent completely dislodged from the balloon. The device was not used in the patient and another xience xpedition was used. There was no clinically significant procedural delay. There was no additional information provided.